Event description:
Within 3 weeks of having a silicone breast augmentation I had very severe side effects. I am now post op 7 months and am still experiencing these problems that won't seem to go away. I think my only option now is to undergo another surgery to take them out. On (B)(6) 2021, I got 375cc silicone implants under the muscle to enhance my b cup to a d cup. Unfortunately it didn't go well. I have since had problems breathing, enormous pressure that won't go away on my upper pecs, sore ribs, and heart palpitations. I was always a very healthy individual that workout out 5 days a week, and now I have been miserable since my surgery. I cannot sleep well and have cried night after night praying that this would go away. My plastic surgeon has passed this pain off as nothing of importance and has directed me to take advil. I explained that isn't working for me and he had nothing to say to help me. I cannot wear anything remotely tight for example a bra because the pressure and discomfort is so great. I've never been sick in my life until my surgery. I've never had any pain, or breathing problems until my surgery. And I definitely did not believe in breast implant illness on a healthy individual without prior auto immune disease until now. I'm just reporting this problem to help make other women aware that there is a problem with implants even for a very healthy person. I didn't think it would happen to me but it unfortunately has and I can only hope taking them out relatively soon will improve my health and bring me back to where I was before my surgery. I've had a CT scan, blood tests, EKG and all come out normal. The only issue here is my implants. FDA safety report ID #:(B)(4).